Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the site to inspect the system. The cse aligned the photometer, cleaned the photometer lamp lens, stack and photo diode. The heterogeneous module (hm) wash was replaced and all hm probes were aligned. The hm pump 3 way valve was replaced and a system check was run. A precision check was performed on several patient samples. The cause of the discordant falsely high troponin (ltni) patient sample test result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely high troponin (ltni) patient sample test result was obtained on a dimension xpand plus with heterogeneous module (hm) system. The initial result was reported to the physician who questioned the result. The same sample was repeated on the same dimension xpand plus with hm. The repeat result was reported to the physician. The patient was redrawn and this second sample was run five times. The patient was held for observation however no invasive treatment was performed on the patient due to the discordant result. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high troponin result.